Event description:
Additional information was received that the event occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: b5 and h6.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the flowmeter module and flow sensor to function as intended throughout the evaluation, displaying liters per minute properly. As per data log analysis, the complaint indicates the issue occurred on (B)(6) 2019. The provided log only covers (B)(6) 2019 so no entries from the complaint date. On (B)(6) 2019 there are many indications of the flow sensor being coupled/uncoupled from the tubing. It is possible the flowmeter was being tested on that date. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's sales representative, the flow module was not pushed all the way in. After correcting that, the issue remained. The field service representative (fsr) verified the reported issue. The flow module was replaced. The unit operated to the manufacturers specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that the flow probe was reading revolutions per minute (rpm) but not liters per minute (l/m). No other details regarding the nature of this event were provided.